Event description:
Device 2 of 2: reference MFR report: 3006705815-2019-00248. It was reported that the patient underwent surgical intervention on (B)(6) 2018 to have their leads repositioned for better coverage. Issue has been resolved.